Event description:
An alert for low ventricular lead impedance was received on (B)(6) 2013. Egms showed intermittent ventricular noise oversensing. Recommendations have been provided. The ventricular lead has been explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.